Event description:
As reported, approximately 4 years, 10 months of 29 mm sapien 3 valve in the pulmonic position via transfemoral approach, a second valve was implanted. The cause of the initial valve failure is unknown at this time.

Manufacturer narrative:
Multiple attempts have been made to obtain additional information. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. To date, the patient's procedure op notes of the valve in valve were requested have not been received for review. A supplemental report will be submitted when and if additional information becomes available. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for valve in valve procedure approximately 24 years, 10 months post-tavr is not available at this time. There is insufficient information to determine if the event was related to a device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. The device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 component codes. It was initially reported that approximately 4 years, 10 months of 29 mm sapien 3 valve in the pulmonic position via transfemoral approach, a second valve was implanted. Per the field clinical specialist, the cause of the initial valve failure is due to regurgitation. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Based on the limited information provided, the possible cause of the valve regurgitation is unknown. However, the event may be related to patient factors and other contributing factors as minimal clinical information was provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. During manufacturing of the sapien 3 valve, the sapien 3 valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3, procedural training manual and no IFU/training deficiencies were identified. The IFU for commander delivery system with s3 provide guidance on valve regurgitation is potential adverse events associated with the use of the valve. Regurgitation which develops over time can be due to patient related factors and/or structural valve deterioration. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for ''post-implantation - regurgitation - unknown'' was unable to be confirmed since relevant imagery were not provided for evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that the thv was implanted in pulmonic position for this case. The sapien 3 (s3) with the commander delivery system (ds) was indicated for native aortic valve replacement only at the time of original implantation. In this case, ''approximately 4 years, 10 months of 29 mm sapien 3 valve in the pulmonic position via transfemoral approach, a second valve was implanted. The cause of the initial valve failure is due to regurgitation.'' Per the instructions for use (IFU), valve regurgitation is potential adverse events associated with the use of the valve. Regurgitation which develops over time can be due to patient related factors and/or structural valve deterioration. In this case, the device was not returned for evaluation as it remains implanted in the patient and no further information was provided. A definitive root cause is unable to be determined due to the limited information available. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.